Manufacturer narrative:
As reported, the polymer of a 6/7f mynx control vascular closure device (vcd) was deployed outside the patient's body. Hemostasis was achieved using manual compression. There was no reported patient injury. A 6f non cordis sheath was used. The deployer was trained and certified on the mynx device. The femoral vessel¿s suitability was confirmed via angiography, including verification of the vascular sheath introducer¿s insertion angle between 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no tortuosity or peripheral vascular disease/calcium near the puncture site. The sealant was deployed completely above the access site. The patient had shallow vessel depth. Both button one and button two were fully depressed, and the balloon was fully deflated. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2505604 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the video provided, the reported customer complaint ¿sealant inaccurate placement complete¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. The event reported that the plug did not deploy into the patient, which is a patient related event. Without procedural images of closure, the exact cause of the event cannot be determined. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the polymer of a 6/7f mynx control vascular closure device (vcd) was deployed outside the patient's body. Hemostasis was achieved using manual compression. There was no reported patient injury. A 6f non cordis sheath was used. The deployer was trained and certified on the mynx device. The femoral vessel¿s suitability was confirmed via angiography, including verification of the vascular sheath introducer¿s insertion angle between 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no tortuosity or peripheral vascular disease/calcium near the puncture site. The sealant was deployed completely above the access site. The patient had shallow vessel depth. Both button one and button two were fully depressed, and the balloon was fully deflated. The device was not returned for evaluation, as initially anticipated.

Manufacturer narrative:
As reported, the polymer of a 6f/7f mynx control vascular closure device (vcd) was deployed outside the patient's body. Hemostasis was achieved using manual compression. There was no reported patient injury. A 6f non-cordis sheath was used. The deployer was trained and certified on the mynx device. The femoral vessel¿s suitability was confirmed via angiography, including verification of the vascular sheath introducer¿s insertion angle between 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no tortuosity or peripheral vascular disease (pvd)/calcium near the puncture site. The sealant was deployed completely above the access site. The patient had shallow vessel depth. Both button one and button two were fully depressed, and the balloon was fully deflated. One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to the frayed/split/torn condition of the sealant sleeves. However, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Additionally, an attempt to perform the functional test to evaluate the insertion/withdrawal into a csi was performed; however, this could not be completed due to the frayed/split/torn condition of the sealant sleeves. A high-magnification evaluation was performed to assess the sealant sleeves and the sealant. This analysis confirmed the conditions previously identified during the visual inspection, including the presence of a frayed/split/torn condition on the sealant sleeves and that the sealant was exposed. During this analysis, no other conditions were observed. A product history record (phr) review of lot f2505604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device since the deployment mechanism had not been initiated as stated in the event description. However, an additional event of ¿mynx control system-deployment difficulty-premature¿ was observed due to the condition of the exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the issue experienced by the customer and the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inaccurate placement event reported since the returned device did not match the event description. It was reported that button 1 and 2 were fully depressed with the balloon fully retracted; however, the device was received with button 1 and 2 in their manufactured positions with the balloon not retracted. Since there were no anomalies noted to the deployment mechanism during functional analysis; it is unknown whether the user attempted to deploy the device or if an issue was experienced during deployment. It should be noted that since the deployment button (button #1) of the received device was not depressed, it is expected that the sealant would not be deployed from the unit. Additionally, the condition of the returned device showed that the sealant was exposed with the sealant sleeves frayed/split/torn. Procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant noted. However, as this condition was not reported by the user, it is unknown if this condition occurred due to manipulations after the procedure. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability the sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ the IFU states in step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ neither the product analysis, phr review, nor the available information suggests that the issue experienced and the observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the polymer of a 6/7f mynx control vascular closure device (vcd) was deployed outside the patient's body. Hemostasis was achieved using manual compression. There was no reported patient injury. A 6f non cordis sheath was used. The deployer was trained and certified on the mynx device. An apt sheath was used. The femoral vessel¿s suitability was confirmed via angiography, including verification of the vascular sheath introducer¿s insertion angle between 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no tortuosity or peripheral vascular disease/calcium near the puncture site. The sealant was deployed completely above the access site. The patient had shallow vessel depth. Both button one and button two were fully depressed, and the balloon was fully deflated. The device will be returned for evaluation.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.